Manufacturer narrative:
Product components are manufactured at the following contract mfg locations. Heads are manufactured at the following locations: contract MFR: trisa (B)(4). Heads and bodies are manufactured at the following location: hayco ltd, (B)(4). Heads and bodies are manufactured at the following locations: contract MFR: shantou city kin seng plastic co., lid.,(B)(4).

Event description:
Consumer reports bristle plate broke. This is reported as malfunction with the potential to cause serious injury. No injury occurred.